Event description:
Material#: 305128 batch number#: 3024960 it was reported by customer that when injecting lidocaine for local anesthesia in preparation for a mohs repair on a patient however had 2 needles plugged and unable to push out any lidocaine. Verbatim#: dr. X was injecting lidocaine for local anesthesia in preparation for a mohs repair on a patient however had 2 needles plugged and unable to push out any lidocaine. The 2 needles were from the same lot batch: bd precision glide needle 30 g 1 inch needle lot #3024960. The defected needles were placed in the sharps bin. New needles from the same lot batch were placed on the syringe and worked well.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305128 and lot number 3024960. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received.